Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line). This event occurred during dwell two of four of peritoneal dialysis therapy. During troubleshooting, the patient felt moisture near the port of the bag while checking connections. There was a loose connection, causing the leak. The patient stated that they had poor vision. The technical service representative assisted the patient in clearing the alarm and advised the patient to finish therapy manually or restart with new supplies. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The customer-reported condition indicates a potential malfunction of the disposable cassette. Should additional relevant information become available, a supplemental report will be submitted.